Manufacturer narrative:
In trouble-shooting, immediately following the procedure, a medtronic representative checked-out the navigation system and checked the ndi configuration utility which showed the positioning sensor unit (psu) and polaris spectra system control unit (scu) as connected and functioning normally. The psu error logs did not show any significant data. On 10/29/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/15/2015 a medtronic representative, following-up at the site, checked the camera cable and found no visible signs of damage. The reported the camera cycling issue could not be replicated, however, did see red x's for some of the toolcards in the verify instruments page. This is likely caused by intermittent connection between psu and scu. Return requested. Replacement int scu to psu cable shipped to site 10/15/2015. Medtronic investigation of suspect int scu to psu cable, returned on 10/30/2015, finds that the returned cable was found to be in good condition with no apparent physical damage. The cable passed a continuity test with no opens or shorts detected. Device found to be fully functional. Return requested. Replacement ext scu to r/a psu cable shipped to site 11/02/2015. Medtronic investigation of suspect ext scu to r/a psu cable, returned on 11/05/2015, finds that the returned cable was found to be in good condition with no damage to the cable, connector or pins. The cable passed a continuity test with no opens or shorts detected. No problem found. Device found to be fully functional. On 11/03/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system camera beeped and then displayed localizer not connected in the software. The message remained for approximately 10-15 seconds before re-establishing connectivity. There were no further issues. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Suspect input/output hub returned and evaluated. When connected to a known good system the I/o hub performed as expected. The hub was recognized in usb view. The psu (position sensor unit) and scu (system control unit) communicated without issue. All usb ports on the hub were found to be functional. The setup was allowed to run continuously overnight and did not have a communication issue during that time period. No problem found. Unable to duplicate reported failure.